Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant procedure, a dislodgement was noted on the left ventricular (lv) lead. Reprogramming was performed for the lv lead to resolve the event. The patient was stable.